Manufacturer narrative:
(B)(4).

Event description:
It was reported that in pulmonary medicine during insertion, the physician was unable to pass the swg successfully through the ars which caused the swg to kink. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications as a result of the delay or this occurrence.